Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.

Event description:
When the seal box of a 7f xb 3.5 guiding catheter was opened, the brite tip of the guiding catheter was found cracked. The product was not clinically used in the pt.